Manufacturer narrative:
Updated: b4, g3, g6, h2, h6, h11. Distribution history the complaint product description matches the pessary product line routinely produced. Manufacturing record review manufacturing record review not applicable as no lot or part number information was available. Incoming inspection review a review of the incoming inspection record is not required. The complaint description does not specifically indicate an issue with the product itself. Service history record no service history record found for this product. Historical complaint review a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation no product returned for evaluation. If further information becomes available at a later date this investigation will be amended accordingly. Functional evaluation no product returned for evaluation. If further information becomes available at a later date this investigation will be amended accordingly. Any relevant customer or clinical information there was no relevant customer or clinical information provided. Contact was made by the customer through the field action e-mail seeking information to provide guidance on removal of a pessary that had been left in too long. Root cause the root cause is attributed to leaving the pessary in place too long. In this case, it is unclear if the provider or the patient had not followed the recommended follow up examinations. Corrective actions this complaint was addressed in the field by the customer: when contacted by the customer to provide best medical options to remove the pessary, csi could not provide direct medical guidance other than directing them to relevant literature publicly available for their review. The complaint information indicates the removal had been done stating it was a pessary with no other information provided. Internally, with the limited information provided, a review of risk management file was conducted. As the issue was due to having the product in place too long, - section 15,1 embedded in tissue - is designated an s3 and an o2 which puts the risk level in the yellow. The IFU, listed as the recommended control measure, provides guidance to have the placement checked and to have follow up examinations. As the guidance was not followed, by either the provider or the patient, and no other information has indicated the product had failed no other action is required. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient left her milex pessary incontinence ring in for too long and is experiencing an embedment issue. Ring pessary that was had a small part of it embedded in the vaginal wall. Clinic was contacted. No additional information was provided. Unk milex pessary 2025-11-0000387.